Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has an 8mm longitudinal tear starting 7mm from the proximal markerband. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.